Manufacturer narrative:
Concomitant medical products: 407652: lead, implanted (B)(6) 2005. Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was removed due to the patient receiving a heart transplant. The lead was returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.